Manufacturer narrative:
Patient's birthdate: (B)(6). (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 6.0x40x75cm express® ld iliac / biliary stent was advanced for treatment. However, the stent came off the balloon. The physician was able to get control of the stent and ballooned it open with another balloon. The stent was implanted in the target lesion and was able to complete the procedure using the device. No patient complications were reported and the patient's status was fine.